Manufacturer narrative:
E1. Street 1 (cont.): (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that control dsa imaging showed the pipeline was "fish mouthed" and there was parent artery occlusion. There were no complications in the case, and angiographic results post procedure were said to be ok. The patient did not experience any symptoms or complications. The devices were prepared according to the instructions for use (IFU). The patient was undergoing treatment for an unruptured, saccular aneurysm located in the internal carotid artery. The landing zone was 4.0mm distal and 4.4mm proximal. The patient's vessel tortuosity was normal. Dual antiplatelet treatment was administered (effient). Additional information received reported that the patient is following regularly. The other side is feeding the stent side and collateral. Event reason was that the stent was fish mouth and distal was collapses and closed.